Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The physician advanced the 1.5x8mm apex flex balloon to the lesion and on the first inflation, inflated the balloon to 6atms. On the second inflation the balloon was inflated to 10atms for five seconds and the balloon ruptured. The device was removed intact. The procedure was completed with the deployment of a 3.0x16mm promus stent. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)